Manufacturer narrative:
The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. Failure analysis / root cause: the reported complaint was confirmed. Device did not meet specification during testing. Transduce delamination was confirmed. The solution was identified as using an alternative braze filler alloy which does not contain zinc. A trial was completed which confirmed that the use of a trial alternative braze alloy. The trial confirmed that the change does not affect the handpiece function. This device was manufactured prior to the corrective action. No post corrective action failures have been identified.

Manufacturer narrative:
The device was not returned for evaluation. Therefore, an investigation for cause was unable to be performed. The DHR documentation was reviewed and no anomalies that could be associated with the complaint incident were observed. The reported complaint was not confirmed. No root cause was determined. Device identifier: (B)(4). Product identifier: (B)(4). Linked to mfg report number: 3006697299-2019-00055.

Event description:
This is 2 of 2 reports. The distributor reported on behalf of the customer that a c2602 cusa excel 36khz straight handpiece did not pass the amplitude test and gave a vibration alert after switching the unit on and completing wait period on (B)(6) 2018. Later in run mode, if the orange vibration foot pedal was pressed, there was no output and it gave a vibration alert. They tried changing the tip but still no change. They confirmed the problem by using another known good 36khz handpiece on the same cusa console and found the cusa working. There was no patient injury or consequences reported. There was no known delay noted. Additional information has been requested.